Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device remains implanted.

Event description:
Patient experienced radiolucency 2 weeks post-op. The lucency is reported to have resolved.